Event description:
Reporter alleged being unable to wake up family member and blood glucose monitoring device was 207 mg/dl at 6:00 am. Reporter stated calling the ambulance and fifteen minutes later their device result was 30 mg/dl. Reporter stated rechecking glucose with new test strips and result was 228 mg/dl but ambulance measured 133 mg/dl after treatment was received. Reporter stated family member was treated with a glucose IV and dietary adjustments. Reporter indicated no controls were used and two different test strips were used during the alleged incident. Reporter stated family member was on kidney dialysis but did not indicate whether pt may be taking a limiting labeled medication that is associated with that particular condition. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.